Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received operating in elective replacement indicator (eri). Device image indicated that voltage was above eri level during the whole implant duration and eri was falsely triggered due to auto capture being enabled, and the device was pacing at high output mode at times. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed found no anomaly. A longevity assessment was performed based on nominal settings and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device battery had depleted prematurely. The patient was in for a routine follow-up and the device showed 1 plus year longevity, and next follow-up 3 months later device had triggered eri. The device was explanted. There were no adverse health consequences to the patient.